Event description:
A pt prescription called for five dose fractions of 180 cgy for a total of 900 cgy. The user delivered a sixth fraction and alleges that primeview allowed the delivery without warning, for a total of 1080 cgy. The subject primeview system incorporates a feature which, when the necessary parameters are entered, will advise the operator when the total prescribed dose or the number of planned dose fractions have been delivered. During investigation of the reported event, an applications specialist was dispatched to the site in an attempt to collect facts and determine the cause of the event. However, the symptom could not be duplicated or recreated. There is no indication that a malfunction occurred. Barring malfunction as the root cause, there are two operator options that would lead to the reported scenario: a) the dose tracking parameter was not set (required to alert the operator when treatment dose or planned number of fractions had been delivered), or , b) the operator overrode the warning when it appeared on screen and administered the sixth fraction in error. Personnel at the subject site state that no override occurred, however, there is uncertainty as to whether or not dose tracking was enabled througout the course of treatment. No special follow-up is required for the pt. The doctor adjusted the treatment prescription to include the additional fraction. In conclusion, it appears that the system did not fail to operate as designed.